Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry. Wireless telemetry was unavailable.

Event description:
It was reported that there were messages that scheduled wireless transmissions were not being sent. Investigation determined that the wireless telemetry module of the implantable cardioverter defibrillator (ICD) was not able to trim the frequency that is used for wireless telemetry transmission. After a certain number of failing attempts the device disables wireless telemetry. Other telemetry methods are not affected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.